Event description:
It was reported that this pacemaker exhibited pacing impedance high out of range which led to a lead safety switch. No noise is present. The patient is nor right ventricular (rv) lead dependent. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker exhibited pacing impedance high out of range which led to a lead safety switch. No noise is present. The patient is nor right ventricular (rv) lead dependent. The pacemaker remains in service. No adverse patient effects were reported.